Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 52 mg/dl; cause was unknown. Sugar was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2019 was 70 mg/dl. Therefore, the complaint could not be confirmed. Cgm alert 3 (cgm glucose reading below user threshold) enunciated. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction- h3.